Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and particles in the gel color yellow. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as to an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Additionally, healthcare professional reported one reason for removal as "recall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, possible rupture and malposition.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, possible rupture and malposition. Device remains implanted.